Manufacturer narrative:
To date, this lead remains actively in service. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this right atrial lead did exhibit dislodgment but remained in service without adverse effect on the patient. Subsequently, the boston scientific local area sales representative did threshold testing during which there was question of loss of capture. It was determined that the patient was in a mode switch. The sales representative turned off the atrial tachycardia response (atr) feature and then did a successful threshold test. The test worked as intended.